Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump had been alarming "air in line" since approximately 6:00 am, although it had been scheduled to complete the infusion around 10:00 am. The chemotherapy medication had leaked into the cartridge from the pharmacy, and residue had also been observed at the pump¿s connection site. The continuous infusion rate had been 4 ml, with a starting reservoir volume of 184 ml. The total length of infusion had been 46 hours. The pump had been used to prime the extension tubing. The patient had not been medically affected, aside from not receiving the full intended infusion amount. The event occurred while in use with a patient at the patient's home.

Manufacturer narrative:
D9: device received on 8/19/2025. H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual testing was performed. A leak was observed on corner 2 of the cassette bag. Due to this, the accuracy test could not be performed. The reported issue of "air in line" was confirmed. The probable cause was due to aspiration of air through the leakage point on the cassette bag. No further action was taken.